Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. The consumer reported the patient was in the hospital due to an infection in the buttocks and wasn¿t sure if it was caused from the trial. The consumer reported that when the patient got to the hospital he was considered ¿dua¿ because his body was in shock due to being a diabetic. The consumer reported that the patient would not be moving forward at this time and wasn¿t considering the permanent implant.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.